Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Investigation is in process, once the investigation is complete a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Conclusion: potential factors that can influence a valve dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, valve sizing and a number of other factors. A conclusive root cause could not be established from the limited information available.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged lower into the left ventricle. The valve was snared and pulled into the target location, but would not hold in that position. A second valve was implanted valve-in-valve with no subsequent adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.